Event description:
During power on the customer discovered that the audible alarm did not beep or alarm as specified. The device was not in patient use and there was no reported harm. A field technician performed an on-site repair and replaced the keypad to correct the problem. The keypad assembly was returned to the manufacturer for additional investigation. It was determined that the speaker wire had broken creating an open condition resulting in alarm failure.